Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited severe devitrification and crystalline like substance at the output window; the metal cap exhibited severe burnt on detritus; the outer flow tube exhibited mild contamination, likely biologic. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limits the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that with the first fiber the message clean fiber displayed on the screen. It was then noted that the fiber end was charred, and fiber was changed @ 64,933 joules. The second fiber end was charred and then began to forward fire @ 136,465 joules. The procedure was completed using a third fiber. No patient injury was reported. This report is for the second fiber used.